Event description:
Complainant alleged that during biomed testing, the device displayed do not use icon. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test for etc02 with a "co2 monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6;device problem code. Evaluation results: the customer's report was observed during review of the device logs. However, the device was put through extensive testing including power cycling and c02 functional stress testing without duplicating the report. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.